Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several episodes of automatic mode switching episodes were noted showing noise on the atrial channel. In addition, the atrial pacing lead impedance was decreased. No intervention was performed. The patient was stable.